Event description:
The device was used during a tfc fusion cage explantation. Reportedly, one cage was explanted because the pt was experiencing leg pain. The hosp has reported the pt's condition is satisfactory.